Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittant occlusion alarms occurred. System check was performed with tandem technical support (tts) and customer received another occlusion alarm. Multiple follow attempts were made by tandem clinical support, however, no response was received by the customer. Customer¿s blood glucose level was 350 mg/dl. Customer reverted to an alternate method of insulin delivery.